Event description:
On 4/30/1999 following a ptca, an angio-seal device was placed in a pt's right groin. It was reported the deployment was subcutaneous with an immediate hematoma formation. Manual pressure was held for 5 minutes. The suture was then clipped and a femostop was applied (pressure and duration unk). The pt developed a pseudoaneurysm and was scheduled for surgery. Approx one (1) week post procedure the pt had surgery to repair the pseudoaneurysm (details of the surgery are unk). As of 6/8/1999 there has been no further report to the MFR of complication or additional pt sequelae.